Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was an error 23008 with the universal surgical manipulator and they could not recover. The procedure was completed with no patient harm, adverse outcome, or injury.